Event description:
It was reported that the customer experienced a high blood glucose level of 493 mg/dl. She also received a motor error alarm when she tried to correct her high blood glucose level. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.